Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, h3, h6, and h10 device evaluation can be found in sections h6 and h10 4310, 61 - intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) (pn: 380647-18 // sn: (B)(4)) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed and replicated. The unit was tested on an in-house system and triggered error 32098 pointing towards insertion chipencoder virtual absolute (cva) disk. The cannula mount was opened and fluid intrusion was observed on the cva disk. The reported error 23138 was confirmed from the field error logs pointing towards the insertion hall sensor (acsh pca). The spar back and bottom cover was opened and high fluid intrusion was observed on the hall sensor connector on the acs pca side and acs pca. The unit needed repair before further testing could be performed. The acsh pca and acs pca were replaced and the unit was upgraded. After repair, the unit did not trigger any error on the in-house system. On the fixture test platform, the unit passed direction test, carriage lissajous, sensor check, sine cycle, friction test, brake test, carriage strength, carriage switches, fan test and fiber test. User error was identified. On (B)(6)2020 , the surgeon provided the following information: the source of the bleeding was the, ¿adrenal artery or artery branch¿ and the cause of bleeding was, ¿adhesions¿. Caudal attachments were being removed by the surgeon, ¿and the only region that was still stuck was the cephalic or upper attachment.¿ a vascular surgeon was, ¿called in on consult¿ and a blood transfusion was administered; ¿one unit prbc¿ (packed red blood cells). The vessel was successfully repaired and there was no report of post-operative complication(s). The surgeon stated there was no da vinci product malfunction observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the usm associated with this complaint, however the investigation is still in progress. A follow-up MDR will be submitted when analysis is completed and/or if additional information is obtained. An isi field service engineer (fse) investigation was completed. The fse confirmed repeated recoverable 23138 errors at axis 3 and replaced the universal surgical manipulator accordingly site history review was conducted on 2-oct-2020 and again on 26-oct-2020 and did not show any additional complaints related to this event. System error log review was conducted by a field service engineer (fse) on 13-oct-2020 and confirmed repeated recoverable 23138 errors on axis 3. No image or video clip for the reported event was submitted for review. Additional technical review was completed by an isi technical support manager and the following was confirmed: the customer did disable the system arm (per the error logs), but elected to convert to another davinci. Not all troubleshooting steps were conducted with isi at the time of the event; the customer performed all troubleshooting steps prior to calling support. Based on the information provided at this time, this complaint is reportable due to the following: a da vinci-assisted surgical procedure allegedly converted (unknown if converted to laparoscopic or open) due to an unspecified amount of bleeding experienced by the patient. There was an unknown amount of patient blood loss volume and it was unknown what medical intervention, if any, was administered due to the unspecified amount of bleeding. At this time, the etiology of the bleeding and the root cause of the bleeding is unknown.

Event description:
It was initially reported that during a da vinci-assisted procedure, the system encountered a recoverable error. The surgical staff restarted and completed hard restarts prior to calling technical support but the error kept returning. The clinical sales representative (csr) explained all troubleshooting steps were completed prior to calling technical support and the surgical staff converted to another patient site cart to continue with the case. There was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow-up with the customer and obtained the following information: it was alleged that during a da vinci-assisted surgical procedure, the system encountered a recoverable error. The customer stated that they performed troubleshooting and converted to another da vinci patient side cart (psc) prior to contacting isi technical support. According to the customer the procedure converted again (unknown if converted to laparoscopic or open) due to patient bleeding. There was no report of patient injury and the customer is not aware whether the patient has returned to the hospital due to post-operative complications. On 26-oct-2020, isi conducted further follow-up but additional information regarding the procedure was unavailable; follow-up questions need to be reviewed by the hospital's risk management. All follow-up attempts have been exhausted.